Manufacturer narrative:
Product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2021. Product type lead product ID 4351-35 lot# serial# (B)(4) implanted: (B)(6) 2021. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4) ; product ID: 4351-35, serial/lot #: (B)(4), ubd: 14-oct-2022, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedance measurement showed that impedance c<(>&<)>3 is >40000 ohms. Patient reports that vomiting occurs more often than at some time after implant.  However, it is unknown whether this lead is contact 3 (defective electrode) or 2.  However, it is unknown whether this lead is contact 3 (defective electrode) or 2. There was none environmental issue, despite of very regular vomiting and therefore convulsed body.  Programmed to c-, 2+, therapy effect unknown so far. It is unknown which lead 4351-35 is contact 3 (defective electrode) and which lead 4351-35 is contact 2. Therefore, both leads are entered in this report, although only one lead is defective. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. Additional information reported on (B)(6) 2022 stated that the convulsion/vomiting was prior to the device and was the reason for implant. Therefore, the vomiting he experienced after the potential malfunction of the device (lead broken or disconnected?) Is similar to his situation prior to implant. The convulsion/vomiting has not worsened. The cause of the impedance electrode/defective was not determined. Stimulation had been set to c-3 on (B)(6). If therapy effect is not sufficient, hcp thinks about revision surgery.